Event description:
It was reported that a non-stryker fowler cylinder was leaking. No adverse consequences were reported to the stryker reps.

Manufacturer narrative:
Our service tech has examined the cots in the fleet and found that the preventive maintenance conducted by a non-stryker company was negligent. The service tech replaced the non-stryker cylinder with a cylinder that meets design intent.